Manufacturer narrative:
The device has been requested for evaluation. The device history record was reviewed and found to be acceptable. The particle was kept by the reporter and sent to their microbiology lab for evaluation. The investigation is ongoing.

Event description:
The user facility in the united kingdom reported the handpiece was in the eye when a white snowflake/limescale substance came out of the handpiece into the eye. The particle was removed and the procedure was prolonged for more than 30 minutes. No patient injury was reported.

Manufacturer narrative:
The product was returned and evaluated. The original packaging was not returned. The part number and lot number could not be confirmed. The particles were returned for analysis. The returned parts looked used and were dirty with fluid droplets visible in the tubing. Close inspection found no particles in the collection cassette, nor any visible damage to the returned components. The handpiece was not returned. No further evaluation can be performed at this time. The cause of the reported problem could not be established. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.

Manufacturer narrative:
Correction h10: the particles were not returned for analysis.